Event description:
It was reported that the patient had presented for a routine replacement procedure. A diathermy plasma blade was utilized; an apparent and unexpected backup mode occurred presumably induced by the diathermy. Loss of pacing occurred (generator out of pocket) for short period. No lasting patient sequelae. Procedure completed without further incident.

Manufacturer narrative:
The reported field event of loss of pacing was not confirmed in the laboratory and back up vvi was confirmed in the laboratory. Visual inspection found cautery marks on the device which is consistent behavior associated with exposure to cautery during explant procedure. The device was tested on the bench and no anomalies were found.